Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70 serial #:(B)(4). Description: st linear lead 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The reason for explant was due to patient no longer having pain and was not using the device. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.